Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report.  (B)(4).

Event description:
It was reported that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was over delivering. The customer¿s blood glucose level was 62 mg/dl at the time of the incident. The customer used juice to treat the low. The caller stated the pump was bolusing without the customer's input. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.